Manufacturer narrative:
The customer¿s report of a leak between the medication tubing and filtered tubing was not confirmed. Visual inspection did not reveal any discernible damage or abnormalities. Microscopic examination of the female luer did not reveal any cracks or other leak source. Functional and pressure testing resulted in no leaking from the luer or elsewhere along the set. The root cause was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported lipids leaked out at the connection between the lipid filter set and medication tubing that was connected to a PICC line. There is no report of patient harm.